Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was unknown. On the same day, the patient began treatment with inj. (Injection) ceftazidime (intraperitoneally (ip), 1 gram, once a day for 7 days) and inj. Vancomycin (ip, 1 gram, every fifth day for 7 days) for peritonitis. Four days later, the patient was discharged from the hospital and the patient recovered from peritonitis. At the time of this report, the pd therapy was ongoing. No additional information is available.